Event description:
It was reported that a 27-year-old caucasian female underwent primary breast augmentation with 375cc mentor memorygel breast implants on both sides and experienced baker grade iii capsular contracture on the right side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020. On (B)(6) 2023, mentor became aware that the patient also experienced unacceptable cosmetic appearance bilaterally, as a result the patient underwent bilateral local anesthesia with following breast augmentation revision with catalog number: 3503754bc; serial number: (B)(4) on the right side. Left side device is still implanted. Should additional information become available, this case will be re-assessed and supplemental report will be submitted. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).